Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent got separated when it was pulled out from the hoop during unpacking. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Corrections: b5: describe event or problem: device - corrections to information previously reported. H6: device code corrected from break to device dislodge or dislocated

Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent got separated when it was pulled out from the hoop during unpacking. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the device dislodged outside the patient. The device was pulled and removed normally from the hoop at a straight angle. The tab connected to the wired part of the stent disconnected thereafter.